Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress appears very likely. However, to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user's hearing performance with the device is affected. The user reportedly noticed a sudden change in hearing with the device. During routine fitting when in situ measurements were performed and sound perception was tested it was determined that the child does not hear. Revision surgery is considered, however no date has beens scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected. The user reportedly noticed a sudden change in hearing with the device. During routine fitting when in situ measurements were performed and sound perception was tested it was determined that the child does not hear. Revision surgery is considered, however no date has beens scheduled yet.